Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient said that sometimes if they move a certain way, like when they are sitting in their chair and they move they get a feeling almost like a shock. The patient stated that it felt like when a tens unit was too high. The patient sated that they had not been turned on or programmed yet. Patient services wanted the patient to grab and check their programmer to check it, but the patient stated it hadn¿t even been removed from the packaging yet. The patient was redirected to follow-up with the healthcare provider (hcp) to check the implant and settings. The patient stated that they had an appoint with their hcp on (B)(6) 2018 for programming. The patient stated that they would reach out to the hcp earlier if it was bothering them. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.